Event description:
The facility states the bed the resident was using had a siderail that allegedly broke, causing the resident's right arm to be caught and twisted in the side rail before falling out of the bed. The resident allegedly had several skin tears resulting from the alleged incident. Unclear who mfg the rails.